Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard is not retracting. No pt harm reported, doe (B)(6).

Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Your report of needle retraction issues was confirmed from the physical samples that were provided for investigation. A sampling of 20 units were randomly selected for functional testing. The 20 units were inspected by breaking tip adhesion, slightly advancing the catheter, and then activating the button. A stopwatch was used to measure the time between button activation and full needle retraction. The results discovered 12 of the 20 units tested did not meet specifications. Microscopic analysis discovered gel that was dispersed throughout the chamber. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No new information.